Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6)2010. During the procedure, the handpiece worked properly for about three mins then the blade continued to spin, but the blade guard failed to retract. A second like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not advance: conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2010-00903, 2210968-2010-00904 and 2210968-2010-00905. The same pt is represented in each medwatch.